Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, a loss of pneumoperitoneum was observed due to the co2 tank being empty. It was further reported that an additional complication of bleeding caused the procedure to be converted to an open one. It was further reported that the operating room staff needed to continually monitor the tanks during the procedure and had the following concerns: the gas gage on the tank goes from half to empty quickly; there are no audible alarms to warn users that the tank is almost empty; there is only an alarm when the tank is empty.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.